Manufacturer narrative:
The patient exited the bed, fell and sustained a fractured hip. Due to the age and mental status of the patient, surgical intervention of the fractured hip was not pursued, the patient was placed on hospice care and subsequently expired. The facility declined to provide further details surrounding the patient¿s medical history or cause of death. The clinician indicated the bed exit alarm was set when the patient exited the bed and failed to alarm. The alarm was reset and was found again to be deactivated without clinical interaction. Onsite, the hill-rom service technician was unable to reproduce the alleged malfunction. The bed has been returned to hill-rom and initial testing found the bed to be functioning as designed. Additional testing is ongoing. The patient's death will be conservatively reported however there has been no evidence of a malfunction. The hill-rom sale representative and field service technician met with the account. Risk management, biomed, nurses, nursing manager and administration were all present. During testing they were not able to get the bed to replicate the bed exit alarm turning itself off. We were in the room with the bed in question for an hour and the bed functioned as designed. Testing was performed per user manual usr119 rev 16 instructions. The bed has been returned for further evaluation. No further information is available on the evaluation of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed exit was set and a patient exited the bed and fell, fractured their hip and subsequently expired. The bed was located in room (B)(6) at the account. This report was filed in our complaint handling system as complaint # (B)(4).